Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they've been having problems with their device and are ready to throw it in the trash. Caller stated that when they go to charge their implant, the controller comes up with the medtronic screen and it opens very slowly and will just sit on that screen. Caller stated if they're lucky it moves on to the unlock screen. Caller added that sometimes the medtronic screen is split in half with two different colors. Caller stated once they get to the unlock screen, if they twitch or breathe the controller just goes black and they start all over. Caller noted things have gotten really bad in the last week, and they're fighting with it so much. Caller stated that if they can get to the part where they're looking for the device, they get no device found, and they can try and try but it ends up going blank again. Caller added they have reset the controller so many times and try to clean out the battery compartment every 6 weeks so no dust builds up. Caller stated they have problems when trying to charge the implant and when plugging into the ac power supply. Caller stated they're lucky if they can get the implant to charge 60 or 70%, and they have to fight with it every day to try and get some charge in it. Caller noted they used to be able to go a week or so between charges. Caller added that last night they got a message that said to replace the controller batteries. Agent had caller reset the controller. Caller confirmed no visible damage. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from the patient. Pt called back stating they received the controller a couple of weeks ago and it worked, pt charged implant to 100%. Then pt plugged in the controller in the wall to charge and 1.5 day later it was still not charged. The battery was totally dead. It shut off the unit and pt was in pain. The power supply had the green light. Pt declined trying further troubleshooting. An email was sent to repair to replace the battery pack. Pt mentioned they had not shipped the controller back to repair yet and will ship both controller and battery back. Additional information was received from the pt. Pt called back with their spouse also communicating with patient services (ps). Pt indicated since controller (ptm) was replaced the connect [13] screen displays every time they connect ptm with the power supply; ps was unable to troubleshoot to see if ptm would communicate with ins due to ins battery being depleted. Ps had pt make sure nothing was plugged into ptm, remove the li battery pack (bp), plug ac power supply into a wall outlet and then connect to ptm after verifying power light was green on the power adapter box. Pt confirmed ptm powered on then reinserted bp. Pt said the ptm 'battery indicator' light was flashing green after bp was reinserted <(>&<)> no device found displayed after screen was unlocked. Pt was able to initiate a recharge session for pt with excellent quality while providing current battery levels: ptm 70%; ins red/depleted. Pt was say ing they kept removing the bp to reset ptm. Ps reviewed there appeared to be a pairing issue with ptm rather than a problem with bp not accepting a charge. A replacement ptm was requested. The patient (pt) called back stating they had been having trouble for several months and it was getting frustrating, they just sent back a bunch of parts including 2 controller and a battery but it was a continuing issue. Pt said they just got a new controller battery a month ago. Pt said about 2 weeks ago the pt charged the ins and they plugged the controller into the ac power supply for 24 hours. Caller said they could not get past the screen that said connect the recharger and now the controller would not come on. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was not recharging. Caller verified no damage to the controller battery compartment or to the controller battery. Pt noted during call they were getting a call from their rep. Patient services (ps) reviewed that they should meet with their rep at their hcp office to further address the ongoing issue.